Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) number as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm did not sound from the adc device. The customer was unable to treat themselves and was provided with water, grape sugar, and (B)(6) for treatment provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. An extended investigation was further performed. Visual inspection performed on the returned sensor and no issue was observed. The returned sensor was further de-cased and internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor was re-programmed to storage state and activated. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. The returned sensor was re-programmed to activate with known good reader. After waiting for few minutes, the known good reader was connected to masterm and command was sent to isf (interstitial fluid) and first 5 ble packets were received. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm did not sound from the adc device. The customer was unable to treat themselves and was provided with water, grape sugar, and coca-cola for treatment provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.